Event description:
Pt had a sleep study in 1997. Pt got either ten20 or omniprep in pt's eye after test was completed. It ran into the eye when pt took a shower. Pt claims of still having trouble seeing the computer and is suing the hosp. According to the attorney, the physician who saw pt initially said that the eye had some damage, but would recover. Pt claims continued issues with vision.